Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer stated in general that there were multiple episodes during medication administration when leaking was observed around the connection between the eclipse 3 ml syringe luer lock wrench and maxplus when the syringe comes from the combination package. The maxplus and a stand alone 3ml syringe does not leak. There was no report of patient harm.